Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the event was not reproduced. The device had no noted failure that led to the suggested event. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of communication error was not confirmed. Additional evaluation findings are as follows: connecting tube did not rotate well due to damage on the insertion tube rotation ring, and the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope encountered error b30 scope communication error when plugged into the tower. The issue occurred during preparation for use. There were no reports of patient harm.